Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Estimated date of event (reported as occurred within the last 6 months). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that several suture breaks occurred when advancing the proglide knot after arteriotomy closure of a common femoral artery. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically signfiicant delay in the procedure was reported. The number of patients, procedures and number of proglide devices used could not be provided. The physician is reported to be trained in the use of the proglide device. No additional information was provided.